Event description:
Information was received indicating that the flange of this tracheostomy tube broke immediately on use. An emergency tracheostomy change was required. No additional adverse patient effects were reported.

Manufacturer narrative:
One device was returned for evaluation in used condition and without its original packaging. Visual inspection of the device found a split on the flange eyelet. A review of the manufacturing process was performed and found no discrepancies. A review of the instructions for use was performed to identify contraindications for use of the device. Based on the evidence, a root cause was unable to be determined. It was suspected that the damage occurred after the device left the manufacturing facility.